Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they had multiple insulin flow blocked alarm on their insulin pump. The customer's blood glucose was unknown at the time of the incident. Customer stated on last pump it happened not on current. Advised customer that replacement will be sent for infusion set and sensor from previous. Product will not be returned for analysis.